Event description:
The customer's mother stated that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 800 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer last changed his infusion set three days prior to the event. The insulin pump alarmed no delivery during the prime test because there was no insulin in the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.